Event description:
The physician used the penumbra coil 400 on a patient presenting an ica giant aneurysm. The physician decided upon deploying the 3rd coil of the case that he had selected too large of a coil. He attempted to deploy the coil but was feeling some resistance. He attempted to remove the coil but it was no longer attached to the pusher. He was able to push the coil into the aneurysm after repositioning his catheter without any problems. Upon deploying the 5th coil of the case, the microcatheter was kicked out of the aneurysm. The physician attempted several times to advance the catheter over the coil and back into the aneurysm. He was unable to reaccess the aneurysm in this way. After multiple attempts, it appeared that the coil became tangled with the stent that was across the neck of the aneurysm. When the physician attempted to remove the coil, he felt significant resistance and the coil could not be removed, but it detached from the pusher and the pusher was removed. Part of the coil was then removed with two different retrieval devices. This MDR is associated with MDR 3005168196-2011-00065.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot was reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.